Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error alarms and the button was held for 3 minutes several times. The customer's blood glucose level was 240 mg/dl at the time of the incident. The customer stated that the insulin pump needed a restart. The customer stated that the insulin pump needed rewind. The customer stated that they did not press a button down for three minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Device was received with pump error 38 during rewind due to jammed motor gearbox. Unable to confirm error 37 and error 43 due to error 38